Event description:
Rptr was using 3 + 3 automix set up with new tubing this morning, with new lipids, protein (crinisol). Dextrose 70%, electrolyte pool, and sterile water. Upon pumping into a 2000ml bag a small "card board" like particle was discovered within the solution. All additives were clear and without further particles. Suspect that particle was inside 2000ml bag before pumping.